Event description:
It was reported that during a procedure with a (B)(6) pt on the table in reverse trend, the table allegedly began to tip forward when the anesthesiologist tried to adjust the bed. They supported the pt and bed and there was no reported injury to the pt or delay in the procedure. It was reported a piece of equipment needed to be removed from underneath the table.

Manufacturer narrative:
The table was examined by a berchtold field service tech. A visual examination as well as performance test and error codes checked was performed. The tech was unable to identify any issues from the tests performed. However, discussions with a service rep determined that there was something under the base at the leg section that stopped the table from moving into reverse trend. As the reverse trend cylinder continued to move, the base at the foot end of the able started to lift as the table started to pivot on the base at the head end of the table.